Event description:
A customer reported that they had erroneous patient results for samples that were run through the unicel closed tube aliquoter (ucta) module in their dxc instrument. The customer could not provide information regarding whether there was any change to patient treatment or harm to patients, due to the incorrect results. The customer sent data for five patients and provided examples of two additional patients who did have affected results due to this issue. -patient #1, male, (B)(6), psa-hyb: 0.4 ng/ml, 0.8 on repeat (discrepant). -patient #2, male, (B)(6), psa-hyb: 0.8 ng/ml, 1.2 upon repeat (discrepant); free-psa: 0.33 ng/ml, 0.43 upon repeat (discrepant). - patient #3, female, (B)(6), free t4: 1.04 m=ng/dl, 0.94 upon repeat (discrepant); tsh 3.94 uiu/ml, 4.98 upon repeat (discrepant). - patient #4, female, (B)(6), free t4 0.85 ng/dl, 0.90 upon repeat (not discrepant); tsh 4.24 uiu/ml, 3.94 upon repeat (discrepant). - patient #5, male, (B)(6), psa-hyb 0.4 ng/ml, 0.8 upon repeat (discrepant). - patient #6 original result was 115 pg/ml, upon repeat 89 (discrepant). - patient #7 original result was 123 pg/ml, upon repeat 29 (discrepant).

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found a leaking ucta sample probe. He replaced a valve and two tubing assemblies, which resolved the issue. These parts are involved in dxi aliquot pipetting. Therefore, upon recur, this malfunction could affect any dxi assay, including critical assays. The manufacturer reference number for this event is (B)(4).